Event description:
Pt reported finding moisture inside of the device's insulin cartridge compartment. They indicated that, upon inspecting the insulin cartridge, they discovered that a hairline crack had formed in the glass. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.